Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the decreased basal, customer's blood glucose (bg) level increased more, but customer was unable to "recall" specific value. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was released from the ER the following day (specific release date was unable to be provided) with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.